Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged door latch. Additional information is not available.

Manufacturer narrative:
Complaint no: (B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power up self-test were performed. During the visual inspection it was identified that the door latch was damaged. The cause of the damage is unknown. The door latch assembly was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.